Manufacturer narrative:
(B)(4). Medical records and treatment sheets have been received from the dialysis facility and are under review by the post market surveillance department. A clinical investigation is pending. The plant investigation is in progress. A supplemental medwatch will be submitted when additional relevant information is received.

Event description:
During a routine follow-up to a manufacturer mailing, a woman answered and stated the patient had passed away. No additional information was provided. Follow-up with the patient's outpatient dialysis facility's clinical manager (cm) revealed the patient was a nursing home resident when she was admitted to this outpatient facility for hemodialysis on (B)(6) 2015. The patient had been diagnosed with end stage renal disease in 2012 and was a peritoneal dialysis patient up to admission to the outpatient dialysis facility. The patient dialyzed on (B)(6) 2015 and (B)(6) 2015. The cm described the patient as "very ill" upon admission. The patient had a right chest catheter for hemodialysis access and a clotted arteriovenous graft (site not specified) which was clotted. The patient was non-ambulatory but alert. She had bilateral arm edema and facial edema upon admission. The patient was oxygen dependent. The cm reported there were no adverse events and, according to the facility medical information system she was discharged back to the nursing home after treatment. Hemodialysis treatment sheets confirm no adverse events on (B)(6) 2015 and (B)(6) 2015. Patient vital signs on (B)(6) 2015 were as follows: pre-treatment: blood pressure (bp), sitting:91/50; pulse (p) 90 regular; respirations (r)17; temperature (t) 98.8f; weight 83.0kg; oxygen(02) saturation on 2 liters 02 per minute: 97%. Post treatment: bp , sitting 106/50; p 78 regular; r 19; t 98.1f; (B)(6). The cm did not know when the patient was admitted to the hospital and was not made aware of the reason for her admission. The cm does not know if the patient dialyzed during the admission. The cm stated a family member called the outpatient dialysis facility to say the patient had passed away on (B)(6) 2015. There were no adverse events during the patient's outpatient dialysis facility treatments; therefore, the machine was not removed from service. Since no adverse event occurred, no machine evaluation was performed. Medical records have been received. The end stage renal disease death notification ((B)(4)) was received and listed the cause of death as cardiac arrythmia and the date of death as (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure." A device is not released if it does not meet requirements or is nonconforming. According to the received medical record document titled ¿esrd death notification,¿ the modality at time of death was in-center hemodialysis, the place of death was a hospital, and the primary cause of death was cardiac arrhythmia, with no secondary causes. The patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. There is no documentation in the medical record that indicates a causal relationship between the fresenius 2008k hd machine, the events, and the outcome of death. At the time of this review, there is no clinical information that could allow us to analyze a temporal association between the outcome and the hemodialysis process, due to the fact that the patient¿s last hd treatment was four days prior to the outcome.